Manufacturer narrative:
The olive wire is provided to customers within a sterile kit (sk14) and marked single use. The UDI referenced is for the sterile kit, sk14, that the product is distributed within. The device history record was reviewed and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Based on information provided, the olive wire broke resulting in the tip being implanted in the patient. The product is manufactured with implant grade material. The most likely cause cannot be determined due to the device not being returned for evaluation; however it is possible the technique utilized on the instruments applied additional bending forces to the device. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
During a bunion procedure on (B)(6) 2018 the tip of an olive wire broke off resulting in the tip being implanted in the patient's bone. The surgery preceded without further incident and was completed successfully. There were no other patient outcomes reported.